Event description:
The customer reported that the paramedics were called and treated his low blood glucose. The blood glucose reading at the time of the call was 360mg/dl. Troubleshooting was performed. The alarm history revealed two different alarms. However, the insulin pump passed the functional checking. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.